Event description:
It was reported that an ilet user experienced an ¿incompatible sensor¿ message in the ilet app when attempting to scan a freestyle libre 3 plus sensor, despite confirmation that the sensor was fl3+. Symptoms included no reported clinical effects. Outcomes included no reported impact on health and no alerts or alarms. Investigation included customer service troubleshooting and user reinstallation of the mobile application. Investigation of this case revealed that deletion and reinstallation of the app resolved the incompatibility message and allowed successful sensor scanning, indicating an application configuration or software interaction issue rather than a hardware defect. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software-related and resolved through standard troubleshooting.